Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported the patient had an altered mental status. It was unknown if the problem was related to the device or therapy. It was unknown if it was a sudden or gradual change. The patient was admitted to the hospital on (B)(6) 2015 with an altered mental status. The symptoms included unsteadiness, gait disturbance and losing balance. The hcp was unsure when this started. It was unknown who the managing physician was. There were no product issues alleged. Relevant medical history includes multiple back operations and spinal pain. If additional information is received, a supplemental report will be submitted.